Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod for longer than 48 hours. The patient reports having a seizure while their parent had been giving them juice. The patients parent administered baqsimi. The patient was brought by ambulance to the hospital. Once at the emergency room the patient was treated with d5. The patients parent placed their pod in activity mode. The patient was in the emergency for a few hours as they had been discharged the following morning.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.